Manufacturer narrative:
A device history record review was performed for the subject device . Manufacturing location: (B)(4). Release to warehouse date: 14.oct.2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: it was reported that the tip of a straight tip t25 screwdriver broke during final tightening; fragment retrieved. The procedure was able to be completed successfully without reported patient harm or surgical delay. The straight tip t25 driver (03.632.400) is one of four t25 driver shafts intended to be utilized in final locking tap tightening for the matrix system (03.632.002, 03.632.072, 03.632.400 and 03.632.401). Proper technique includes the use of a 10nm torque limiting ratchet handle (03.620.061) and a countertorque (03.632.049). The following caution is noted: ¿never use fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used when using any of the stardrive shaft options breakage of the driver may occur and could potentially harm the patient.¿ the returned driver was examined and the complaint condition was able to be confirmed as the driver tip was found to be broken and missing segments. The complaint condition was unable to be replicated due to post-manufacturing damage. No definitive root cause was able to be determined; the failure mode is consistent with incorrect technique/application of excessive force. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture): top-level (03_632_400) and t25 tip profile ((B)(4).). The design, materials and finishing processes were found to be appropriate for the intended use of this device. No dimensional analysis was possible due to post-manufacturing damage. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no ncrs, mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. A device history record review has been requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had an original surgery on an unknown date at spine disc levels l3-s1 using a matrix construct for a spine fusion. Patient was originally implanted with two (2) matrix rods, eight (8) matrix locking screws and eight (8) matrix locking caps. On an unknown date, post-operatively, patient present with spinal stenosis at l2 disc level. On (B)(6) 2017 patient was brought back to surgery to address the patient¿s neurological deficit at l2 disc level. Surgeon removed the previously implanted two (2) matrix rods and eight (8) locking caps. The original matrix locking screws were in good bone placement. Surgeon implanted two new matric locking screws at the l2 disc levels. Two (2) new rods and ten (10) locking caps were also implanted. (This event captured on unity complaint (B)(4)). Also, during the revision procedure as the surgeon was doing the finial tightening at the left s1 disc level, the tip of the screwdriver instrument broke off inside the head of the screw. Surgeon removed the tip screwdriver fragment from the head of the screw with no issues and proceeded with the surgery. Another screwdriver was available in the operating room to complete the revision. (This event captured on unity complaint (B)(4)). Surgery was completed successfully with no time delay. No additional images were needed. Patient is reported in stable condition. Screw driver tip fragment was disposed at the hospital. Sales consultant has no more information on this event. Concomitant device: unknown locking matrix screws: (item number unknown, lot number unknown, quantity 1 each). This is report 1 of 1 for (B)(4).